Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer was off the bus. A field service engineer (fse) assisted the customer to reboot and power cycle the station, after which the customer confirmed that the error message was cleared and the drawer functioned normally. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed hardware message was displayed. A recovery storage error indicated that the device was not detected on the bus. The affected drawer was the half-height cubie in drawer 2.1. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.